Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the rep was doing programming and the patient reported burning at the ins site. The rep stated the healthcare provider (hcp) looked at it and the ins isn¿t burning the skin. The patient noted it felt like a brush burn. The rep checked diaries and the patient was using the ins. The rep checked the impedances which showed 4 contacts on one of the leads were greater than 10,000 ohms, but none of the contacts on that lead were used for programming. The impedances were around 875-1500 ohms. The rep reprogrammed the ins and the patient said they were doing fine and feeling stimulation in the right areas of relief. The patient called the rep and reported feeling the burning sensation again. The rep had the patient turn the ins off, and the burning was still there but it dissipated over time. The patient then turned the ins back on and the burning slowly came back. The rep said the patient didn¿t have any falls. The rep stated the patient feels sensation after they have been sitting for a while, but when they are up and moving everything is fine. The sensation doesn¿t happen all the time and is more random. The rep stated they were at the replacement surgery in 2016 and they would have noted if there were high impedances, so something must have happened in time. The rep noted the patient wasn¿t in agony when the sensation occurs, and they more so just notice that it was there. The rep was going to meet with the patient and talk to them about getting up to move whenever they feel the sensation coming on. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient's burning pain was still noticeable. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the hcp said the ins may not be deep enough or it may be rubbing scar tissue. A revision was scheduled to take place on (B)(6)2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the rep was meeting the patient on (B)(6) 2018 to follow up. The rep stated there was still an uncomfortable feeling at the ins site. The healthcare provider was going to be in the clinic on (B)(6) and was aware of the issue. The rep stated the hcp will make the call on the next steps. No further complications were reported.